Event description:
A customer contacted beckman coulter inc. (Bci) regarding intermittent erroneously high sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. The specimens were re-tested and na results obtained were in a different clinical range. The results were reported out of the lab. Some samples were also tested on a different instrument, and generated na results matched the repeated results. The initial results were not reported out of the lab. There was no affect to patient treatment.

Manufacturer narrative:
The ise system is routinely calibrated every 8 hours, followed by a qc run. Prior to event, the na qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse replaced multiple parts and cleaned the flow cell. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.